Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A research site called in to report that a subject received a pump error and a power error. The subject's blood glucose level was unknown. The subject had the device replaced. No further details were provided.